Event description:
This pt had a fibroid embolization performed in 2004 the following month, the pt developed and maculopapular rash over the thorax, upper arms, and buttocks. The pt was given a medrol dose pack and benadryl by the radiologist. The pt returned to the emergency dept the next day with intense itching and shortness of breath. The pt was given epinephrine 0.3 cc at the emergency room subcutaneously and hydroxyzine 50 mg po at the same time. There was no relief of itching. The pt was referred to the dermatologist.